Event description:
It was reported, the patient did not charge their ipg as recommended. In turn, the ipg was no longer able to communicate with external devices. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.